Manufacturer narrative:
A ge service representative performed an onsite investigation. The dvd player was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer stated all of the images were lost (data loss). There is no report of death or serious injury associated with the complaint.